Event description:
It was reported that, "the nurse was peeling the outer tyvek sheet, the inner blisterpack fell out. Because the screw blisterpack is too small and too thin. It is difficult to open for nurse."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.